Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure in kidney/ adrenal gland, the device opening and closing became unable to be performed smoothly. There was no tissue damaged and resection performed. They used another like device to complete the procedure. There was no patient injury.